Event description:
It was reported that the bd syringe 20ml e/t had leakage past the stopper. The following information was provided by the initial reporter: it was reported that, "a 20-ml syringe (bd plastipak) allows propofol (an anesthetic) to bypass the plunger. This is not how the syringe is supposed to work. The medication can no longer be considered sterile." Material number: 300613 lot number: 2510070 additional information provided: could you please specify if the samples are: unused (before use) used (during or after use)-> both of the samples are used in patient care important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. The syringe has been in contact with patient¿s IV-cannula and IV-fluid system.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and two physical samples were provided to our quality team for evaluation. Upon visual inspection, evidence of liquid past the stopper was observed, confirming the reported concern. The products were thoroughly inspected, and no visible damage to the syringe or any components that could contribute to leakage was identified. The stopper was also verified to be properly assembled on the plunger. A device history review was performed for reported lot number 2510070, and no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products manufactured on this line for the referenced device are routinely sampled and subjected to visual and functional inspections at various manufacturing sub-processes in accordance with established procedures, including leak testing. Review of these results confirmed the product met required specifications. Leak testing was also performed on the provided samples, and all samples met required specifications with no leakage observed. Based on the investigation and sample evaluation, a product- or manufacturing-related root cause could not be identified at this time. Complaints received for this device and reported condition will continue to be monitored by the quality team for potential emerging trends.

Event description:
No additional information.